Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on the channel tube, water tightness was lost; due to wear of angle wire, the bending angle in the up direction did not meet the standard value; the connecting tube had a dent and wrinkle; the adhesive around the light guide and the objective lens was peeled; the suction connector had discoloration; the universal cord had a wrinkle, scratch, and dent; the control unit had discoloration; due to a dent on the channel tube, the forceps could not be inserted smoothly; the adhesive on the bending section cover had a chip; the bending tube was deformed; the paint on the suction and air/water cylinder was peeled; and due to wear of angle wire, the play of the u/d knob was out of the standard value. Additionally, the following parts were observed to have scratches: the probe and scope cover, suction connector, protector of universal cord on the suction connector side and control section side, image guide protector, connecting tube, grip, switch box, switch 1, forceps elevator and knob, up/down/right/left knobs, the control unit, the scope connector cover unit has a scratch, and the scope cover has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had to be checked for an air leak and up angle issue. It is unknown when the issue was found and no procedure information was provided. The device was returned for evaluation. During the device evaluation, it was found that there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.